Manufacturer narrative:
Correction: g3 - date received by manufacturer should have been 19 november 2024. During processing of this incident, attempts were made to obtain complete event information.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient experienced an infection related to their scs system. Surgical intervention was undertaken during the week of 19aug2024 wherein the system was explanted.